Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that during preparation of the 2.75 x 12 mm nc trek balloon catheter, the protective sheath felt very tight during removal and the shaft next to the balloon area became stretched. The balloon catheter was not used. Another nc trek balloon catheter was used successfully in the procedure. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was initially reported as returning for analysis, but the device was not returned. Product performance engineering reviewed the incident information; however, the product was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulty removing the protective sheath; however, the stretched shaft appears to be related to circumstances of the procedure as it is likely that inadvertent mishandling and/or manipulation during sheath removal caused the stretched shaft. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.